Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the pump alarmed for high pressure when the quadfuse was noted to leaking. All proximal ports flushed easily and the quadfuse was replaced with a tri and bi fuse set. There was no report of patient harm.

Manufacturer narrative:
The customer's report of a leak was confirmed. Visual inspection showed that the hub (collar) of the set's trifurcated adapter was cracked and fully separated along the length of the side of the hub. Inspection under magnification showed additional cracks around the hub, and no obvious tool markings. During pressure testing with the luer securely fastened by using a 1/4 turn there was no leaking. Additional testing was attempted by inserting the set's distal luer end tip using only a straight in motion, and a leak was observed at the engagement. The cause of the leak was damage on the luer lock which likely contributed to an insecure connection. The damage is likely due to exposure to alcohol.

Event description:
The customer reported that the pump alarmed for high pressure when the quadfuse was noted to leaking. All proximal ports flushed easily and the quadfuse was replaced with a tri and bi fuse set. There was no report of patient harm.